Manufacturer narrative:
Initial.

Event description:
It was reported that the user, who identifies as a heavy sleeper, experienced alarms that were too quiet on the ilet system while using a compatible fsl3+ sensor and had difficulty hearing alerts despite having the bionic circle app installed. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included customer education and guided troubleshooting within the bionic circle app to adjust alert settings, sounds, and volume. Investigation of this case revealed that the device was functioning as designed, and user configuration of alert volume and sound required adjustment. It was concluded, based on previously established findings for similar reports, that the cause was user interface and settings-related and resolved through education and configuration.